Event description:
It was reported that patient transmitted via merlin.net after receiving inappropriate therapy due to atrial fibrillation with rapid ventricular response. Programming changes were made. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.